Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
While brushing teeth, the head of the brush head broke off in mouth / brush head broke / head of brush head spun off [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that while he/she was brushing his/her teeth with an oral-b vitality series rechargeable toothbrush, the head of the oral-b brushhead, version unknown broke off in his/her mouth. On (B)(6) 2016, the consumer stated that the brush head had broken for the third time; he/she noted that he/she had already had to throw away 3 different brushes in the last month. No symptoms developed. On 12-oct-2016 received consumer's follow-up e-mail: the consumer stated that he/she had purchased 2 brush heads last year and started using them in early (B)(6) 2016; they were both broken off after a few days of use. The consumer then purchased 8 brush heads, and with the first one that he/she used, the head also spun off of it within days. The consumer had been using a second one out of that pack for a few weeks and that one was still okay. The consumer stated that he/she thought that it was bad luck then that coincidentally with 3 brush heads in a row, each had its head spin off. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded. On 20-nov-2016: the consumer reported he/she was able to easily scratch the oral-b logo off of one of the brushheads. This brushhead is confirmed counterfeit. No further information was provided regarding the other 2 brushheads which had broken.

Event description:
While brushing teeth, the head of the brush head broke off in mouth / brush head broke / head of brush head spun off [device breakage], no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that while he/she was brushing his/her teeth with an oral-b vitality series rechargeable toothbrush, the head of the oral-b brushhead, version unknown broke off in his/her mouth. On (B)(6) 2016, the consumer stated that the brush head had broken for the third time; he/she noted that he/she had already had to throw away 3 different brushes in the last month. No symptoms developed. On 12-oct-2016 received consumer's follow-up e-mail: the consumer stated that he/she had purchased 2 brush heads last year and started using them in early (B)(6) 2016; they were both broken off after a few days of use. The consumer then purchased 8 brush heads, and with the first one that he/she used, the head also spun off of it within days. The consumer had been using a second one out of that pack for a few weeks and that one was still okay. The consumer stated that he/she thought that it was bad luck then that coincidentally with 3 brush heads in a row, each had its head spin off. No further information was provided. On 20-nov-2016 received consumer's follow-up e-mail: the consumer reported that he/she could scratch the logo off a brush head very easily and it was smooth underneath. No further information was provided.